Manufacturer narrative:
H.6. Investigation summary: no samples and 3 photos were returned by the customer in support of this complaint. The photos were evaluated and show tubes from catalog 367925 with lots 1350365 and 0345803. Catalog 367925, lot 0345803 was manufactured in 01feb2021 (expired). Catalog 367925, lot 1350365 was manufactured in 01jan2022. Per procedure, line clearance, each individual manufacturing station/work center is cleared prior to commencing manufacture of the next scheduled production batch through that station/work center. These two lots were produced on the same line; however, the manufacturing dates are 11 months apart. With our current line clearance procedure, mixed product could not have come from the manufacturing site. Bd was able to confirm the customer¿s indicated failure mode with the photos provided; however, the mixed product did not come from the manufacturing plant in this manner. The exact cause for the customer¿s failure mode could not be determined with the investigation. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sodium fluoride 15mg potassium oxalate 12 mg (fx) blood collection tube there was mix of product types in a pack. The following information was provided by the initial reporter. The customer stated: "today, the supply team reported this deviation: in a rack of gray cap tubes, potassium oxalate / sodium fluoride, 2 tubes from another batch were found that were already expired.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride 15mg potassium oxalate 12 mg (fx) blood collection tube there was mix of product types in a pack. The following information was provided by the initial reporter. The customer stated: "today, the supply team reported this deviation: in a rack of gray cap tubes, potassium oxalate / sodium fluoride, 2 tubes from another batch were found that were already expired."